Event description:
According to the information there was a malfunction. However, additional information received indicated that there was a malpositioned implant with migration of the single cylinder which was implanted.